Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a button error alarm. It was also reported that the numbers on the insulin pump scroll, without any input from the customer. Customer's blood glucose level at the time 87 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm, no ramping numbers, or scroll bar moving on its own noted. The insulin pump also received with cracked case on display window corners, minor scratches on lcd window, cracked reservoir tube, cracked reservoir tube lip, broken battery tube threads, and missing end cap sticker.